Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported by the caller that during an afib procedure the patient developed a small pericardial effusion. No intervention was required and the patient will be observed overnight. Bwi equipment being used during the procedure was: carto 3 system: (B)(4). Stockert generator: (B)(4). Cool flow pump: (B)(4). Accunav catheter: cat# 10135936 lot # OEM tc sf catheter: cat# bni35fjct lot# 15919422l lassonav catheter: cat# dln1215ct lot# 15879406l. (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to correct the outcomes attributed to adverse event (see section b2), correct the date of event (see section b3), correct the event or problem (see section b5), correct the common device name and device procode (see section d2), correct the model #, catalog # and serial # (see section d4), update the device available for evaluation (see section d10), correct the initial reporter information (see section e1), correct the health professional information (see section e2), delete the reporter's occupation (see section e3), update report source (see section g3), provide the PMA/510(k) information (see section g5), and provide the device evaluation results. The device referenced in this report was returned for evaluation. During the evaluation, the device was visually inspected and no physical damage was observed. The device underwent acoustic testing and it passed.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient developed a small pericardial effusion. No intervention was provided and the patient was observed overnight. No additional information was provided.

Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field g6 to follow-up #1 report.

Event description:
Previously submitted. Refer to h10.